Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 320 mg/dl with high ketones. Customer drank water and changed the supplies to address the event as well as to address ketones.